Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as the patient was revised due to femoral loosening, which contributed to the patient's pain.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was mild wear on the bearing. It was reported that the patient was revised due to femoral loosening which contributed to the patient's pain. Mild wear of the bearing was noted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This is 4 of 4 reports being filed for the same patient (reference 2648920-2017-00047 / 00048, 1822565-2017-00524 / 00525).

Event description:
Patient reports ongoing pain, stiffness, and joint swelling in her operative knee.